Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent incision of periurethral sling on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, urinary retention, sui and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017 .